Event description:
It was reported that an ilet user experienced signal loss limited to communication between the ilet device and a dexcom g7 continuous glucose monitor (cgm) sensor, with unsuccessful reconnection after device restarts and sensor type toggling; the event aligns with intermittent communication failure involving the electrical/magnetic subsystem, specifically the antenna. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 sensor consistent with intermittent communication failure traceable to the device¿s antenna component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
Initial.